Event description:
It was reported that the patient experienced double vision and "brain fog". It was noted that these symptoms are a common side effect of transseptal puncture. It is unknown if the device will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).